Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. .

Event description:
The customer reported the device displayed a speaker malfunction inop. There was no adverse event reported.